Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) confirmed getting 4231 reagent/tip-x home detect error message. The fse found that the limit sensor was always active, making the reagent tip rack think that it was always at limit position. The fse replaced the pia board, which resolved the issue. The instrument was performing within specifications. A 13-month complaint history review for serial (B)(4) from 25-aug-2016 through 25-sep-2017 was performed. No other similar complaints were found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages, indicates that 4231 reagent/tip-x home detect error message occurs when the home sensor s090 failed to be activated after the reagent loader moved toward the home position. No further operation will take place. The operator is instructed to remove the impediment or other cause of the error and check s090 and pm090 for a possible malfunction. Error message 4233 reagent/tip-x home overrun occurs when the home sensor s090, which is not supposed to be activated after the reagent loader moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. The operator is instructed to contact local representative. Check s090 and also check to see the cause of slipping, and so on, that occurs when pm090 moves to the limit side. The most probable of the reported event was due to the defective pia board.

Event description:
On (B)(6) 2017 a customer reported getting 4231 reagent/tip-x home detect error and 4233 reagent/tip-x home overrun error messages while running patient samples on the aia-900 analyzer. The customer is unable to run patient samples on beta human chorionic gonadotropin (bhcg) and intact parathyroid hormone (ipth). On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for bhcg and ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Report source: "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a